Event description:
Customer reported that the erroneous sodium results was generated by the unicel dxc 600i synchron access clinical system. The event occurred approximately 12 hours following system calibration. The operator failed to note that the sample control was out of specification and the result was reported out of the laboratory. The system was recalibrated and the sample was retested. The retest result was within expectation and an amended result was issued. It is not known if there was any change to the patients' care or treatment. There are no reports of an adverse event or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. No cultures of the system were taken or provided. The fse replaced the sodium electrode and decontaminated the ion-selective electrode module. Although the system was decontaminated, several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.